Event description:
The dealer alleges a 150 pound resident was being transferred from a chair to a bed, with 2 staff members present and aiding in the transfer, when the resident allegedly, fell out of the sling and suffered fractured ribs.

Manufacturer narrative:
Information reports consumer was being transferred when the user fell out of the sling. Device has been in service for 3 years prior to incident. Unclear if proper sling and or proper transfer methods were followed. No malfunction alleged. Facility inspected the sling and reports no discrepancies which product were found.. Information suggests transfer error.